Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found inside the sterile packaging.

Event description:
It was reported that foreign material was found inside the sterile packaging.

Manufacturer narrative:
Alleged failure: when opening the sterile package, a hair was discovered inside the package. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the tyvek cover was dirty or the packagers hand had contaminants during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.